Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly within an hour of insertion. No further information is available.